Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the first leg assembly was being placed through the patient's sacrospinous ligament, the needle detached from the suture and was captured inside the capio device cage. The capio device was removed from the patient and the physician reportedly completed the procedure with another uphold vaginal support system with no complications to the patient, who is fine and is over 18 years of age.

Manufacturer narrative:
(B)(4).